Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 09-jun-2024, it was reported that the patient faced occlusion troubleshooting indicated issue with the infusion set site within 3 hours of insertion at abdomen. No further information available.